Event description:
It was reported that (3) devices were used during a video assisted thoracic lobectomy surgery. It was reported by the affiliate that the scg45, atb45 and atw45 devices would not fire. Also the scg45 reload fell apart. Another instrument was used to complete the case. There was no consequence to the pt.